Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system was unresponsive. Specific point in software could not be provided. The site was then unable to turn the system off. They unplugged it and let it die, they then re-charged it and were able to get it rebooted. No patient present.

Manufacturer narrative:
A medtronic representative when to the site to inspect the system. During testing the reporter issue was confirmed. The computer was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter corrected to (B)(6). If information is provided in the future, a supplemental report will be issued.